Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd vacutainer® k2 edta 5.4mg there was a molding defect (short shot). The following information was provided by the initial reporter. The customer stated: "before use , the cap was found to be deformed."

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 1 photos were provided for investigation. The photos were reviewed and the indicated failure mode for deformed cap with the incident lot was not observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to deformed cap as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode deformed cap. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported before use of the bd vacutainer® k2 edta 5.4mg there was a molding defect (short shot). The following information was provided by the initial reporter. The customer stated: "before use , the cap was found to be deformed."